Manufacturer narrative:
The file was inadvertently marked reportable. The event reported under MFR 3012307300-2019-04726-0049595 was determined to be not reportable and no further reports will be filed using this file number. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Two unopened and one opened ventilator circuit were received and investigated by the supplier. Visual inspection of the devices found them to be in good physical condition. The opened circuit received was attached to a ventilator and subsequently 35cmh2o back pressure was applied. The unit functioned correctly with no high pressure alarms sounding. The reported customer complaint was not confirmed.

Event description:
Information was received that a smiths medical ventilator circuit was alarming high pressure, as circuit was blocked. Incident occurred prior to use with a patient. A new circuit was placed, and device functioned correctly as a result. No patient harm resulted.